Event description:
It has been reported to philips that the system does not boot up. The user performed a restart of the system, but the issue persisted. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that the system was not able to be restarted. Onsite analysis confirmed that the suite pc was not responding which was the cause of the issue. The application software for the suite pc was reinstalled along with replacing the hardware component of the application software and the system was returned to use in good working order. The codes were updated based on the investigation outcome.